Event description:
A 17mm amplatzer occluder (aso) was used to close a large septal defect in this patient with multi-fenestrations the patient was observed for seventy-two hours. Three days after the procedure, the aso left atrial disk was protruding into the posterior wall of the aorta. The patient was taken in for urgent device removal and patch closure. Surgical findings revealed the aso lying within the left atrium as the device had become unseated while placing the patient on bypass. The device was removed from the septal defect without difficulty. After defect repair, transesophageal echocardiogram (tee) revealed a 2-4mm fistula from the left atria into the aorta. The patient was put on by-pass and the aortic wall was repaired.

Manufacturer narrative:
This event was reviewed by the st. Jude medical erosion board and confirmed that erosion occurred.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The 17mm amplatzer septal occluder was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 7f torqvue loader without any deformities.